Manufacturer narrative:
Patient born in 1929. (B)(4) - device deployer (handle) break. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device presented with the stent fully mounted and with the outer sheath retracted by 4mm. Several of the distal stent wires had perforated the outer sheath of the delivery system. The outer sheath was kinked in a couple of locations at 148 and 151mm proximal to the distal end. The blue outer sheath was stretched distal from the guidewire access port, and the inner lumen was kinked and exiting the guidewire access port. During a functional analysis, as the handle was actuated, the inner lumen continued to exit the guidewire access port, and the stent could not be deployed. The catheter was dissected and damage was noted to both the distal and proximal stent wires. Although the handle of the returned device was not broken, the condition of the device was still consistent with the complaint event. Additionally, the stent wires perforating the outer sheath, along with the stent wire damage, are considered reportable device issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
Note: this is one of two reports (MFR report # 3005099803-2011-00029) regarding two complaint devices that were used in the same patient. According to the complainant, the physician had previously implanted an uncovered wallstent biliary endoprosthesis (the subject of MFR report # 3005099803-2011-00029) into the patient. The implant date is unknown. Post-procedure, the patient developed increased bilirubin levels. As a result, the physician injected contrast media and found good filling, indicating that there was no tumor ingrowth. Therefore, the physician suspected that this stent was originally placed incorrectly with its proximal end in the ductus cysticus; which would explain the elevated bilirubin levels. The physician did not believe that this was a failure of the implanted stent. To resolve the issue, the physician decided to implant another wallstent biliary endoprosthesis through the previously implanted stent. This stent was to be positioned into the choledochus and above the ductus cysticus. However, during the re-intervention procedure on (B)(6), 2010, the physician felt resistance when attempting to deploy the stent. It was impossible to retract the outer sheath and then the inner catheter broke. Due to the broken handle, the stent could not be deployed and the stent was removed from the patient. The physician completed the procedure with another wallstent (along with the same guidewire). The physician added that this stent helped lower the patient's bilirubin levels to 53.

Event description:
Note: this is one of two reports (MFR report # 3005099803-2011-00029 and MFR report # 3005099803-2011-00026) regarding two complaint devices that were used in the same patient. According to the complainant, the physician had previously implanted an uncovered wallstent biliary endoprosthesis (the subject of MFR report # 3005099803-2011-00029) into the patient. The implant date is unknown. Post-procedure, the patient developed increased bilirubin levels. As a result, the physician injected contrast media and found good filling, indicating that there was no tumor ingrowth. Therefore, the physician suspected that this stent was originally placed incorrectly with its proximal end in the ductus cysticus; which would explain the elevated bilirubin levels. The physician did not believe that this was a failure of the implanted stent. To resolve the issue, the physician decided to implant another wallstent biliary endoprosthesis (the subject of MFR report # 3005099803-2011-00026) through the previously implanted stent. This stent was to be positioned into the choledochus and above the ductus cysticus. However, during the re-intervention procedure on (B)(6) 2010, the physician felt resistance when attempting to deploy the stent. It was impossible to retract the outer sheath and then the inner catheter broke. Due to the broken handle, the stent could not be deployed and the stent was removed from the patient. The physician completed the procedure with another wallstent (along with the same guidewire). The physician added that this stent helped lower the patient's bilirubin levels to 53.